Manufacturer narrative:
Review of the device log shows user advisories for electrode pad coupling and noisy ECG signal which is evidence of poor coupling between the patient and the electrodes being used. The device was thoroughly tested and operated as expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.